Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. One possible root cause of the suture breaking could be due to it being damaged by an instrument being used in the procedure, however with the information received, and without the return of the complaint device, we cannot determine a definitive root cause of the failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). The lot number is unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via email that the retroreamer has snapped during use. Procedure delay has been reported, no patient consequences. The breakage occurred whilst the surgeon was drilling a 3rd tunnel ¿ note only 2 tunnels are usually required but the surgeon changed his mind about the position of one tunnel and needed to drill a third also it was noted that the bone was particularly hard. Also during the same procedure one of the cords on a rigidloop adjustable snapped during positioning prior to final implantation. Additional information received from the affiliate: it was reported by the affiliate via email that the retroreamer has snapped during use. Procedure delay of 30 minutes has been reported, no patient consequences. The breakage occurred whilst the surgeon was drilling a 3rd tunnel ¿ note only 2 tunnels are usually required but the surgeon changed his mind about the position of one tunnel and needed to drill a third also it was noted that the bone was particularly hard. Also during the same procedure one of the cords on a rigidloop adjustable snapped during positioning prior to final implantation. There were no fragments generated, the case was completed by using spare product and starting again with the graft preparation. There were no surgical interventions planned.